Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site adhesive during using cadd cleo infusion set. The patient attempted mitigation by applying over the counter and prescribed fluticasone nasal spray to the skin and by rotating infusion sites across different body areas. There was no patient harm.